Manufacturer narrative:
One used sample was returned for evaluation. Sample #2 was returned without mating device. It was observed on the 0.2 micron filter that the filter appeared to be wetted out. The filter was tested, and it was confirmed a leak from the filter vent. Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified. Additional reporter: (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported solution leaked from the air vent during chemotherapy infusion. There was no bleed back and no biohazard reported. There was no physical damage noted on the device. It was replaced and therapy resumed. There was no unprotected chemo exposure in this event. There was patient involvement, but no adverse event/ patient harm and no delay in critical therapy. This captures 2 of 2 occurrences.